Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that three handpieces have failed causing the irrigation to stop. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The phacoemulsification handpieces were not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The company service representative found the associated system to meet all product specifications. The fluidics module and fluidics printed circuit board (pcb) were replaced as a preventative measure. The system was then tested and met all product specifications. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).